Event description:
I had mentor smooth saline breast implants implanted in 2007. I started developing a lot of symptoms around 2011. Symptoms included swollen face, weight gain, brain fog, hair loss, cognitive issues (difficulty finding words), food sensitivities, loss of libido, extreme fatigue. After going to many doctors and specialists over the course of many years with no diagnosis or explanation of symptoms, I was finally diagnosed with hashimoto¿s disease around 2015. In (B)(6) 2016 I had surgery to remove the breast implants and scar capsules. After surgery the brain fog, hair loss, and cognitive issues subsided. I will have hashimoto¿s for the rest of my life all due to breast implants. FDA safety report ID # (B)(4).